Event description:
It was reported that when the perfusionist went to change out the helium tank on the cardiosave intraaortic balloon pump (iabp's) after patient use, the new helium tank was empty and the gage read zero/red. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Helium tank lot # 930101. Model name 0075-00-0024-01- helium tank filled. Catalog # 0075-00-0024-01. Product series helium. A getinge field service engineer spoke to the customer and fse reported the customer's helium tank was changed out because the one on the cardiosave was low. Fse reported when the customer installed the new tank the helium indicator registered empty so they replaced it with another tank. Fse reported that medical staff was a perfusionist and the machine was not on a patient. The perfusionist was just cleaning the machine after use and replaced the tank since the one on it was low. No service or repair was needed since the tank was empty. A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Event description:
N/a.